Event description:
Gastrostomy tube placed 11/23/94. Attempts to remove on 6/22 and 6/30/95 unsuccessful. On 6/30 overtube used and pt under anesthesia. Gastrostomy tube too firm to fit through overtube. Pt will need an open procedure for tube removal.